Event description:
Healthcare professional reported "operation: right side intact implant but during explantation breakdown of implant." Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, one opening curved on the anterior, red particles on the shell and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: two striated openings on the anterior and one broken striated on the anterior. Based on the device analysis the final assessment is: one broken striated on the anterior assessed as surgical damage consist in the use of some surgical tool. Two striated openings on the anterior assessed as surgical damage consist in the use of some surgical tool. Missing shell due to inconclusive.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant exchange.

Event description:
Healthcare professional reported "operation: right side intact implant but during explantation breakdown of implant." Device was explanted.